Event description:
On 6/14/00, an axsym bhcg result of 0.0miu/ml was obtained. A new sample was received on 6/27/00 and resulted as 169,092miu/ml. Original sample was rerun producing a result of 83,000 miu/ml. No report of impact to pt.